Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports cracking and leakage from the ultem luer lock adapters. The catheter was pulled and replaced on the (B)(6) 2015.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.